Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood back flowed into the tubing of an unspecified access set. The event occurred during infusion with cefepime. It was further reported that cefepime leaked out at the ysite of the set. The patient was given an additional unspecified antibiotic. The set was connected with the spectrum infusion pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.